Event description:
Boston scientific received information that threshold readings were progressively increasing for this right ventricular (rv) lead. Fluoroscopy imaging showed the rv lead had pulled back into the atrium. The passive fixation rv lead was then explanted and replaced with an active fixation lead. No adverse patient effects were reported.

Manufacturer narrative:
The rv lead has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted set screw marks on all terminal connectors. Laboratory testing was unable to reproduce the reported clinical observations.